Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reportedly, the customer prefilled the cartridge. Tandem technical support informed the customer that prefilling the cartridges is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customers blood glucose level was 114 mg/dl.